Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. This unit was installed into the test system and ran the video test for 10 power cycles and sat idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Failure analysis could not replicate a message on the vision side cart (vsc) touchscreen saying no video input.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a "no video input" message appeared on the vision side cart (vsc) touchscreen. The customer plugged and unplugged the endoscope multiple times without success. Two different scopes had been tried before the call, and a third was attempted while on the phone, but the issue persisted. The customer elected to use another vision side cart (vsc) to continue with the procedure. There was no patient injury. Intuitive followed up with the robotics coordinator and obtained the following additional information: all three ports were placed using handheld camera system without issue. The issue occurred after switching to the endoscope. The second vsc was used to complete the procedure. The anesthesia time was extended approximately 15 minutes due to the issue. There was no harm to the patient.